Manufacturer narrative:
Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by damage on the ultrasonic probe. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a defective ultrasound image with missing elements. There were no reports of patient involvement.